Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's spouse reported via phone, the insulin pump was using up the insulin too fast and they were unsure what was the cause. Customer's blood glucose was 32 mg/dl. Customer's spouse was advised the setting on the device will determine how much insulin should be administered at each time. She was informed to speak to the customer's doctor to ensure settings were correct. Customer's spouse mentioned the customer had experienced high and low blood glucose levels. She declined troubleshooting and stated they will speak to the customer's doctor first. Customer is not returning the device for further analysis.